Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced when the returned device was tested with olympus, model series 180 scopes. The cause of the problem was assigned to a printed circuit board failure. The patient board set was replaced to resolve the problem. Additionally, the software was updated. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report that the device was not producing a quality picture and the image was a "blob" on the screen. Upon inspection and testing of the returned device, it was found that no image was produced. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was caused by the damaged printed circuit board discovered in the device evaluation. There were no abnormalities while evaluating the device. Considering the subject device¿s manufactured date, fatigue and component failure are likely the causes of the user¿s report. Olympus will continue to monitor the field performance of this device.